Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. The device history record shows that the product was assembled and inspected according to manufacturing specifications. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor placed the suture into the capio device and when shooting the device, the bullet came off the suture. Three more sutures were used with the same results. The bullets were retrieved. The patient's condition was reported as fine.